Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 300 ml. The pt had no required adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded.